Manufacturer narrative:
(B)(4).

Event description:
Received information that an 840 ventilator was inoperable while in use on a patient. The customer did not provide information regarding the patient outcome. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) printed circuit board assembly (pcba). The unit passed all tests.